Event description:
Additional information received from the MFR. On 4/28/99: the user facility did not include an ibc part number or lot number on the form. The co called and spoke with the person who initiated and completed the report and due to the time lapse, he was unable to remember the part number or lot number. The co does not have the product in question to perform evaluations, tests, or failure analysis. During the co's phone conversation, the co inquired about the availability of the product and was informed that it had been discarded.